Manufacturer narrative:
The cse installed a new air compressor on the dimension vista 1500 instrument. It was discovered that the air compressor which the cse received an electrical shock from had been miswired. The cause of the cse receiving an electrical shock was an electrical problem. This instrument is performing according to specifications. No further evaluation of this device is required. Siemens healthcare diagnostics has confirmed that a small number of vista air compressors we received from our vendor were miswired. If installed and powered up, these components could cause a fire or become an electrical shock hazard. Urgent medical device correction (umdc) 14-19 was sent to customers within the united states and urgent field safety notice (ufsn) 14-19 was sent to customers outside of the united states in april 2014. The umdc and ufsn are applicable to dimension vista 500 and dimension vista 1500 instruments and are entitled "vista miswired air compressor." The umdc and ufsn informs customers that the affected air compressor assembly is intended to be installed by trained siemens customer service engineers only. There is a risk of injury to the operator if an attempt is made to install a dimension vista air compressor by untrained, non-siemens personnel. The umdc and ufsn instructs customers to notify the siemens healthcare diagnostics customer care center if an air compressor has been delivered to their laboratory or is delivered in the future so that arrangements can be made for installation by a siemens healthcare diagnostics customer service engineer.

Event description:
A siemens customer service engineer (cse) was at the customer site to replace an air compressor on a dimension vista 1500 instrument. While installing the air compressor, the cse received an electrical shock. There were no injuries sustained by the cse due to the electrical shock.